Manufacturer narrative:
(Phone): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported bilateral capsular contracture (baker grade IV). This record related to the left device. Replacement with non allergan devices.

Manufacturer narrative:
Clarification to a2 - age at time of event: 48 years. Clarification to a4 - weight: 60kg. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles observed on the surface of the shell. Deformation device observed. Cloudy observed in gel. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported bilateral capsular contracture (baker grade IV). This record related to the left device. Replacement with non allergan devices.

Event description:
Healthcare professional reported capsular contracture (baker grade IV). This record related to the left device. The device has been explanted and replaced.